Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported he was at work when he received a sensor scan result of 100 mg/dl and "ate 4 units" (unspecified) and subsequently lost consciousness. Paramedics were called, and upon their arrival, a reading of 60 mg/dl was obtained on the paramedic meter. Customer was transported to a hospital where he was diagnosed with hypoglycemia and remained for two days. Customer could not recall what treatment was provided, but believed it to be glucose via injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Visual inspection performed on the returned sensor patch, no obvious defects observed. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported he was at work when he received a sensor scan result of 100 mg/dl and "ate 4 units" (unspecified) and subsequently lost consciousness. Paramedics were called, and upon their arrival, a reading of 60 mg/dl was obtained on the paramedic meter. Customer was transported to a hospital where he was diagnosed with hypoglycemia and remained for two days. Customer could not recall what treatment was provided, but believed it to be glucose via injection. There was no report of death or permanent impairment associated with this event.